Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right ventricular (rv) lead isometric testing, impedance measurements, sensing and thresholds tests were performed in both bipolar and unipolar. Mirror image noise was evident in bipolar sensing but not in unipolar. The ra and rv leads were programmed to pace and sense in unipolar configuration. Ra and rv lead electrogram (egm) collection was programmed tip to can. Sensitivity setting in the ra was re-programmed. The ra and rv lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.